Event description:
On 08/05/2022, it was reported by a sales representative via sems that a ar-6485 arthroscopy pump is producing a message that says "door open" although the door is closed. The pump will not run as it is not recognizing the door is closed. This occurred during an unknown case, with no patient effect reported.

Manufacturer narrative:
See attached for supplier evaluation.